Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a radiofrequency ablation procedure for paroxymal atrial fibrillation as part of (B)(4) on (B)(6) 2010. Patient reported palpitations on (B)(6) 2010. The study investigator considered this event as anticipated, non-serious and not-product related. Hence, the event was not considered as a reportable event. On (B)(6) 2010, biosense webster was alerted with an updated event description by the study investigator, indicating that the patient reported palpitations and was anxious at that time. The patients medication was not changed. The investigator decided that the palpitations were transient palpitations due to inflammatory tachycardia.